Event description:
The patient reported that the pump became unresponsive to "ok" button presses. The patient said the pump is not exposed to water and the keypad did not appear visibly damaged. There was no reported patient impact based on this complaint.

Manufacturer narrative:
The pump was returned to animas. Eval revealed adhesive under the button contacts and that the keypad was peeling up at the "contrast" button. The pump was intermittently responsive to keypad button presses during eval.